Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks a2, b5, b7, have been corrected based on additional information received on november 28, 2023.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed under heavy sedation, on (B)(6) 2023. Before the placement procedure, the physician made multiple attempts to hydrodissect due to the complexity of the patient's anatomy. Subsequent to the spaceoar placement, the physician suspected that the hydrogel migrated or was placed invertedly in the patient's prostate capsule. A magnetic resonance imaging (MRI) has been scheduled to confirm the accurate placement of the device. No patient complications were reported as a result of this event. Additional information received on november 28, 2023. It was reported that after reviewing the MRI, it was observed that some of the hydrogel is in the correct place, however, there was approximately 1cc of hydrogel in the prostate capsule, posterior to the urethra. Upon MRI review, it was observed that the hydrogel did not seem to enter the vascular space; rather, it was only found in the prostatic parenchyma. After three weeks of placement, the patient experienced urinary retention.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed under heavy sedation, on november 03, 2023. Before the placement procedure, the physician made multiple attempts to hydrodissect due to the complexity of the patient's anatomy. Subsequent to the spaceoar placement, the physician suspected that the hydrogel migrated or was placed invertedly in the patient's prostate capsule. A magnetic resonance imaging (MRI) has been scheduled to confirm the accurate placement of the device. No patient complications were reported as a result of this event.